Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise caused by electromagnetic interference was noted on the right atrial (ra) lead. No intervention has been performed at this time and the patient was stable with no adverse consequences reported.